Event description:
Consumer called. Meter lcd display shows partial characters. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned product shows some lcd characters missing, which may cause incorrect interpretation of meter results. Most likely underlying root cause of malfunction: meter dropped/impacted/stressed enough to break lcd.